Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced high blood glucose. The customer also reported that the infusion sets kept getting stuck in the serter. The customer's blood glucose was 504 mg/dl at the time of incident. The customer stated that his blood glucose went 300 mg/dl then went up to 377 mg/dl. The customer stated that he treated his high blood glucose with manual injections and his blood glucose went down to 170 mg/dl. The customer stated that one of his infusion sets got stuck in the serter during the time of call. The insulin pump will not be returned for analysis.